Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said the device is not working. Patient said they increased stim and get "zapped" but still have to change their pants 3-4 times day. Confirmed by not working the patient meant the device is not helping their symptoms. Patient said the hcp did not talk to them about when to change programs. Intended on reviewing how to change programs w/ the patient but when patient connected w/ the ins the ins was off. Patient didn't know stim was off. Patient turned stim on and was able to feel stim. Patient opted not to change programs. Agent did not ask about the circumstances that led to the reported issue.